Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument was found to have burning on the tip coating. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the damage was found after central processing. During the last procedure usage, the mbf instrument was inspected prior to use with no issue. During the procedure, the surgeon used another bipolar instrument at the same time. The mbf instrument did not collide with any energy instrument during the procedure. No arcing was observed. The last procedure was completed robotically with the same da vinci system and with the same instrument. There was no patient injury. No thermal damage was observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.